Event description:
It was reported the flex video scope displayed a blurry image during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
E1: (B)(6). The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of this complaint is component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.